Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the atrial diagnostics. Diagnostics mismatch with under-reporting of atrial fibrillation (af)/atrial tachycardia (at). Cardiac compass shows gaps in at/af burden.

Event description:
It was reported that the diagnostic reports were under reporting atrial fibrillation (af) and atrial tachycardia (at) burden from the implantable pulse generator (ipg) due to post mode switch overdrive pacing (pmop). The patient is scheduled for a visit in clinic with the physician where the ipg will be re-programmed to turn pmop off. The ipg is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.